Manufacturer narrative:
In response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally, no significant trends were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone.

Event description:
Consumer reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed by another rapid antigen assay. The consumer also reported an additional 11 events which are captured on separate reports.